Event description:
During a coronary treatment procedure, nc monorail catheter removal difficulties were encountered. The pt was treated for in-stent re-stenosis in the diagonal branch with brachytherapy. The type of stent is unk. The nc monorail was being used for post-dilatation of the lesion. The physician indicated that he brought the balloon up to a high pressure. "At least 18 atm's" (rbp=18 atms). He then noted that the catheter was slow to deflate. He indicated that the procedure was completed, so he tried to pull the catheter back into the guide without using unusual force. The balloon portion of the catheter remained outside the guide, as he was not able to fully deflate the balloon, while he removed the entire system under fluoroscopy. Following removal of the catheter from the guide, it was noted the balloon material was not on the catheter. The physician believes it was sheared off the catheter, while being retracted through the sheath for removal, and remains in the pt. The pt went for emergent coronary bypass surgery, due to a left main dissection by another manufacturer's guide catheter during the procedure. The physician indicated the surgery was not related to the nc monorail catheter removal difficulties. The pt is reported to be doing well.